Event description:
The silk sutures used to close the implant site were rejected by the pt's body. This caused the implant pocket to open causing excessive lead migration cultures taken were negative. No infection was present. The surgeon decided to explant the system.